Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient was admitted and treated for a driveline exit site infection. Testing later confirmed methicillin-resistant staphylococcus aureus. The patient's infection was successfully treated and the device remains implanted and therefore is not available for analysis. Driveline site infection is a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual address guidelines for optimal patient management including pre- and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately two months post hvad implantation, the patient was admitted for treatment of a driveline infection. The site cultured positive and the patient was placed on oral antibiotic therapy. The patient was discharged home approximately four days later and was instructed to complete the course of oral antibiotics. Investigation is ongoing.

Manufacturer narrative:
Additional information received indicated that wound cultures were positive for (B)(6) and the patient was placed on oral antibiotic therapy. He received education on driveline dressing changes and was discharged home four days later. Additional information received indicated that the patient was transplanted approximately three months later. Investigation is ongoing. Product not available for return.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.